Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the defib test portion of opcheck, displayed a shock equipment malfunction inop message, and had charge/shock failure entries in the device status log.